Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose (bg) was 1560 mg/dl. The patient stated their device gave a meter error 4 and turned the pdm off. Patient stated the meter read high. They bloused but it would not go down and ended up going to the emergency room and was admitted on (B)(6) 2021. The patient was treated with an insulin drip by intravenous therapy and was discharged on (B)(6) 2021.